Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump power up properly after the battery was installed. The insulin pump was received with operating currents within specification. No blank display anomalies were noted during testing. No damage on the lcd isolation tape noted. Traces of corrosion were noted at electronic per visual inspection. The device had cracked case at display window corners and minor scratched lcd window.

Event description:
It was reported by the customer spouse, that the customer went swimming with the insulin pump on. It was reported that the screen became completely blank and there are water spots inside the screen. Customer's blood glucose level at the time 178mg/dl. Troubleshooting occured. Advised to discontinue use of the insulin pump. No additional information was provided.